Event description:
Customer stated that she had a capsule which did not attach to the patient's esophagus. She stated that the pin would not go thru. The customer used another capsule and it worked fine.

Manufacturer narrative:
No patient injury has occurred following this incident.